Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter had a display issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests her blood glucose 5 times a day. The patient manages her diabetes via insulin on a sliding scale. The patient indicated that the reported issue began on three days earlier (time not specified), after water was spilled on the subject meter (user error). During that time, the patient noticed that the subject meter's display was fading and was powering off. The patient reportedly did not have a back up meter. As a result of the reported issue, the patient reportedly continued taking the usual dose of diabetic medication, 20 units of long lasting insulin. The next day, after the reported issue began, the patient reportedly experienced symptoms of "frequent urination, sweating and felt like passing out." The patient did not receive/require any medical attention. The patient was not tested on any other meter. During the troubleshooting, the cca noted that this was not a new product. There was a meter trauma. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hyperglycemia, after the alleged display issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.